Manufacturer narrative:
Product analysis found out that the pre-temperature test could not be performed due to motor stalling and error code 15. Hence overheating could not be confirmed. Further inspection found that the housing and the motor cable assembly was heavily corroded. The housing and motor cable assembly needs to be replaced along with associated parts. The handpiece was tested successfully as per manufacturers specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece was heating prior to use. There was no patient impact. On follow-up it was reported that the device heated in about a minute during testing.